Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no delivery alarm. Customer's blood glucose level was unknown. Customer reported that the insulin pump take linger time to rewind. Customer stated that the insulin pump does not loud as it used. The insulin pump will not be returned for analysis.